Event description:
Adverse event(s): "no improvement following implant" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implanted]). A consumer reported that on the day following his intraocular lens (iol) implant surgery, he had not noticed much improvement in his visual acuity. The consumer reported he saw his surgeon on the second postoperative day and the vision was much better. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B) (4). (B) (4). (B) (4).